Event description:
The customer reported that the arterial outlet port detached when changing the oxygenator due to leakage at this port. No known impact or consequences to patient. Manufacturer previously submitted initial mfg. Report # 8010762-2012-00040. MFR. (B)(4).